Event description:
During an angioplasty procedure, the pta savvy small vessel 2.5x10 was inflated with a boston indeflator. The balloon did not initially open, but suddenly it inflated totally. When they attempted to deflate they balloon, it would not deflate. The balloon had to be burst in order to remove it from the patient. It was reported that the device appeared normal during prepping. There was no patient injury reported. The target lesion was 90% stenosed and 60mm in length. The procedure was completed with another brand of balloon because they did not have another cordis balloon. The device was discarded.

Manufacturer narrative:
Additional information was received on 7/20/2011: the target lesion was in the distal anterior tibial artery and was calcified. Non-ionic contrast was used for the procedure with a 1 to 4 contrast to saline ratio. There was no resistance/friction felt during delivery of the sds and no crossing difficulty. The balloon was inflated to "the pressure indicated by the manufacturer." The balloon remained inflated for one minute and would not deflate. It was inflated until it burst so it could be easily removed from the patient. Complaint conclusion: the complaint received states that during an interventional procedure a savvy pta balloon had inflation and deflation difficulties. The target lesion was in the distal anterior tibial artery and was calcified. Non-ionic contrast was used for the procedure with a 1 to 4 contrast to saline ratio. There was no resistance/friction felt during delivery of the sds and no crossing difficulty. The balloon was inflated to "the pressure indicated by the manufacturer" i.e. Nominal pressure. The balloon remained inflated for one minute and would not deflate. During an angioplasty, the savvy balloon was inflated with a boston indeflator. The balloon did not initially open normally, but suddenly it inflated totally. When they attempted to deflate the balloon, it would not deflate. The balloon was inflated until it burst so it could be easily removed from the patient. It was reported that the device appeared normal during prepping. The target lesion was 90% stenosed and 60mm in length. The procedure was completed with a non-cordis balloon. The device was discarded. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15288169 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of these lots. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible vessel characteristics, specifically the distal location and calcification that may have contributed to the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.